Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6. Product was returned and evaluated. Visual examination of the returned product identified depth rod end was fractured at the last mark (60mm) from the tip. Depth rod end was bent with scratches and nicks. Handle surfaces had scuffing, scratches, and gouges. No other damage was noted during visual evaluation. Device had an approximate field age of 11 years. A fracture analysis of the fracture location identified bending overload as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the depth gauge fractured. There was a 2-minute delay in the procedure and the surgery was completed using another device. There is no further information available at the time of this report.